Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224drg implantable cardioverter defibrillator implanted: (B)(6) 2009; product ID 0125 competitor implantable tachy lead implanted: (B)(6) 1996. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the distal portion of the lead was returned and analyzed with no anomalies found. Visual analysis noted there was apparent explant damage.

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected due to high right atrial (ra) threshold values. In addition, the ra lead appeared to be dislodged in the atrium. The device and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.